Manufacturer narrative:
The customer returned blower assembly as well as the mc and cpu boards were installed in an fi test ventilator. In diagnostic mode the blower ramped up to above 30000 rpm. The ventilator was run in normal ventilation for 3 hours without any errors occurring. No failure was found.

Event description:
The customer reported the device vent inop; blower stalled. No patient involvement reported.